Event description:
It has been reported the patient has been feeling stimulation in his legs below the knees. The patient's pain pattern coverage is lower back and the legs. X-rays indicated, the system lead has migrated. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.